Event description:
It was reported that review of device data found this right ventricular (rv) lead exhibited high thresholds with intermittent loss of capture. The threshold rose above the programmed output. Subsequently, the physician opted to reposition the lead. At this time, the lead remains in service. No additional adverse patient effects were reported.